Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of the remote manager med displayed a temperature out of range was confirmed during field service engineer testing and further validated during the inspection process conducted in the dchu investigation laboratory. According to work order (B)(4), the field service engineer (fse) inspected the station because the temperature remained out of range. The fse powered off the station, replaced the glycol, and powered the system back on; however, the condition persisted. The smart remote manager controller board was then replaced, after which configuration and hardware test application verification confirmed that the temperature correctly reflected the refrigerator condition. A visual inspection was performed on assy srm buffered temp probe and or use 119651 11 pcba srm pyxibus v1.03 received from the fse. The temperature probe cable exhibited localized thermal discoloration. The pcba presented thermal discoloration on components ptc1 and ptc2, with no cracking or carbonization, and an incorrect silkscreen reference at r7 and c13. Dchu testing was performed on the returned components using calibrated test equipment. The pcba srm pyxibus v1.03 was evaluated against the applicable schematic using a digital multimeter, where only the mosfet irliz14g exhibited abnormal diode mode behavior. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue was attributed to an electrical failure on the or use 119651 11 pcba srm pyxibus v1.03 (s/n: (B)(6). Additionally, the assy srm buffered temp probe (p/n: 136355 01) received with the assembly was found in poor condition and exhibited localized thermal discoloration along the cable surface.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es temperature was out of range. As per part investigation, it was determined that the reported issue was caused by an electrical failure on the srm pyxibus pcba, and the temperature probe assembly showed thermal discoloration and poor condition. However, there were no delays or adverse events or injuries reported based on this event.